Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A connector in the power supply module was reseated. The system was tested and operates as intended.

Event description:
The customer reported that there were no images on the 8800 system. No patient injury was reported.